Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection (lar) procedure. The tissue was held in the jaws, then the reload could not be fired. Changed to another reload and was then okay to fire. There was patient involvement but there was no patient injury. No medical intervention was required. The surgery time was not extended by thirty minutes or more. The product was not tested prior to sue. The current condition of the patient is stable.